Event description:
When placed on high frequency jet ventilator, nitric oxide device was having fluctuations in delivery and delivering less than ordered dose. Set at 20 ppm and only able to deliver about 5 ppm. Machine troubleshot without improvement. Technical support called and troubleshot over the phone for 40 minutes. Nitric oxide machine changed out and ordered dose now being delivered.